Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01804.

Event description:
The patient was undergoing a coil embolization procedure using pod4s and pod5s. During the procedure, the pusher assembly of a pod5 became bent as it was being advanced into a lantern delivery microcatheter (lantern), despite the physician stating they were advancing carefully. A pod4 later was unable to advance into the lantern and was therefore removed. There was no report of an adverse effect to the patient.